Manufacturer narrative:
This event occurred in (B)(6). The customer did not provide any calibration or qc data. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned ise results for multiple patients tested on a cobas 8000 ise module. The following are examples of discrepant results for 3 patients tested for either sodium (na) or potassium (k): patient 1 initial na result was 120.9 mmol/l. The repeat result was 127.1 mmol/l. Patient 2 initial na result was 119.8 mmol/l. The repeat result was 126.5 mmol/l. Patient 3 initial k result was 5.23 mmol/l. The repeat result was 4.68 mmol/l. No questionable results were reported outside of the laboratory. No electrode cartridge lot numbers with expiration dates were provided.